Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation which felt like the stim was on although, it was thought to be turned off. Patient also reported, a shocking sensation. The symptoms occurred following trauma. The trauma is unknown.